Manufacturer narrative:
This device was for treatment not diagnosis. (B)(4). Implant date reported as approx 6 weeks prior to (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.

Event description:
Patient experienced pain due to a medial perforation of the femoral head status post trochanteric fixation nail, implant date unknown but reported as approximately six weeks prior to (B)(6) 2013. Subsequently, the patient returned to the operating room on (B)(6) 2013 for trochanteric fixation nail hardware removal and revised to total hip replacement. This report is for 11mm/130 deg ti cann troch fixation nail. This is 2 of 3 reports for (B)(4).